Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device does not confirm any obvious issues. The device shows normal wear and usage. The device was manufactured in 2017. A functional evaluation was conducted and the 8-32 x .344 ball plunger is seized up and not retracting correctly. This failure causes the mating part to bind up and not function as intended. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka the dial of the genesis ii dcf variable size guide right was loose. Procedure finished with same device. Unknown if any harm to patient.